Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During a procedure, the user reported that the system froze following the use of t1 mode. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. After moving the patient to an alternate system, the system was reset to working condition by repositioning the arm. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation confirmed that the error described in the complaint was the result of a software behavior. In rare cases, if the c-arm is manually moved in the longitudinal direction to a fully extended position, the system's safety stop mechanism may be activated. As a result, the c-arm stops the movement and can drop up to 20 mm (0.8"). If this problem occurs during an ongoing procedure, the system performs a safety stop. All c-arm movements are blocked and can only be reactivated by a field service engineer. Under certain circumstances, the cover of the detector or collimator can touch and possibly injure the patient due to the c-arm drop. This could lead to a situation in which it is necessary to stop the clinical treatment or continue the treatment on an alternative system. Siemens is working on a field solution. At this time all affected customers will be notified via customer safety advisory notice (csan ax015/18/s). This action has been reported to the FDA under 21 cfr 806.10: report # (B)(4).